Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain'), menorrhagia ('abnormal bleeding (menorrhagia)/ heavy bleeding'), vaginal haemorrhage ('abnormal bleeding (vaginal)') and genital haemorrhage ('abnormal bleeding (general)/bleeding') in an adult female patient who had essure (batch no. 927085) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "she did not undergo an essure confirmation test". Medical conditions: current weight (B)(6) lbs. Concurrent conditions included lupus erythematosus. Concomitant products included medroxyprogesterone acetate (depo provera). On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramping"), genital haemorrhage (seriousness criterion medically significant), abdominal pain upper ("stomach pain"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), back pain ("back pain"), bladder disorder ("bladder problem"), urinary tract disorder ("urinary disorder"), urinary tract infection ("uti"), nausea ("nausea"), fatigue ("fatigue"), alopecia ("hair loss") and migraine ("migraines / headaches") and was found to have weight increased ("weight gain"). The patient was treated with surgery (essure removed). Essure was removed. At the time of the report, the pelvic pain, menorrhagia, vaginal haemorrhage, abdominal pain lower, genital haemorrhage, abdominal pain upper, female sexual dysfunction, back pain, bladder disorder, urinary tract disorder, urinary tract infection, nausea, fatigue, alopecia, weight increased and migraine outcome was unknown. The reporter considered abdominal pain lower, abdominal pain upper, alopecia, back pain, bladder disorder, fatigue, female sexual dysfunction, genital haemorrhage, menorrhagia, migraine, nausea, pelvic pain, urinary tract disorder, urinary tract infection, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: the essure was deployed; however, there were more than 10 coils visualized into the uterine cavity and these coils had not deployed properly in that they were more tightly spiraled as if the coil had become twisted as a result of equipment failure. At this point, attention was placed to the patient's left ostia and essure instrument was then used to obstruct these ostia with about 6 coils visualized in the uterine cavity. Reexamination of the right ostia demonstrated the abnormally deployed insert so the decision was made to remove the essure from the right tube and this was done without difficulties. A new essure was then placed in the right tube and about 2 coils were visualized into the uterine cavity with accurate obstruction of both ostia of both fallopian tubes. Diagnostic results (normal ranges are provided in parenthesis if available): body weight was reported to be (B)(6) kgs. Lot number: 927085. Manufacturing date: 2011-12. Expiration date: 2014-12-31 . Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-nov-2019: plaintiff fact sheet-events migraines / headaches, back pain, abnormal bleeding (vaginal), cramping were added. Medical history, weight were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.